Manufacturer narrative:
E: et al: tsung-hsi tu, md, jau-ching wu, md, li-yu fay, md, chin-chu ko, md, wen-cheng huang, md, phd, and henrich cheng, md, phd. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Case report received a vertebral body split fracture after a single-level cervical total disc replacement. J neurosurg:spine / (B)(6) 2011 indicated: pt presented with soreness and numbness in shoulders and arms bilaterally, right side worse than left underwent a prodisc-c implantation on an unk date. Intra operative monitoring with fluoroscopy showed position good with no fracture. Post op day three anteroposterior radiograph showed a 1 mm wide linear fracture in the c5 vertebral body along central keel of pdc. Findings were confirmed by CT scan. Pt was not experiencing pain and was placed in a miami-j collar for three months and injections of forteo. Radiographs six months post op showed evidence of bone fusion. Complete healing of fracture was confirmed two years post op.

Manufacturer narrative:
This device is used for treatment not diagnosis. Poor patient selection was likely a factor in this case. The surgical procedure likely increased the probability of complications including subsidence and or fracture of the vertebral bodies. Despite this, trauma to the patient could have been possible during the initial post operative timeframe. During the clinical trial for prodisc-c, there were no reports of vertebral body fracture or implant migration. Product labeling already lists early or late loosening of the components and bone fracture as risks associated with implants in the spine.

Event description:
This report is for file (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.